Event description:
A report was received that the pt underwent a pocket revision because she was experiencing a burning sensation down the spine and across the ipg pocket site. The pt was reprogrammed after surgery and was getting good stimulation in her target areas.